Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 414 mg/dl and other blood glucose was in range 450 mg/dl. Customer stated that retainer ring was damaged and they experienced nausea and was lethargic. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.